Event description:
Device was found in the pt's bed with the balloon deflated. A new device was unable to be inserted at bedside. I.v. Required until the pt was scheduled for surgery. A surgical insertion (peg) was performed on 2/9/98 with a new tube. There was no harm to the pt. One pt involved.

Manufacturer narrative:
Submission date of this report: 6/1/1998. Visual observations include but are not limited to: missing components, color change, signs of degradation and product build up initial observations tube appears to have been cleaned throughly. The incriments on the tube are faint at the 6cm mark and higher. Testing/observations 15cc of tap water was placed in the balloon. No leakage was noted after 18 hours. Can not duplicate "pop-out" however balloon did not deflate. Conclusion (defect code): complaint invalid.